Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed. A functional evaluation was performed on the returned device, and a handpiece sensor fault error was found. It's noted that the returned device did not get warm during the functional evaluation and only displayed the handpiece sensor fault error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors which could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that the platinum handpiece got hot. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.